Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated 10/29/2009), sorin is filing this MDR at this time. Only the screwdriver was returned for analysis. (B) (4). Conclusion: the connection issue met by the user during the implantation at the atrial level more likely resulted from an incorrect insertion of the screwdriver blade through the screwdriver slot: the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged the screwdriver blade and probably the setscrew. However, the physician left the device implanted in order to prevent any stretching of the atrial lead. To address this, sorin provided a reminder and additional instructions to ensure the wrench was fully inserted.

Event description:
Reportedly, a connection issue occurred at the atrial level during the implantation of the pacemaker. No click sound of the screwdriver was heard when screwing the atrial lead: the screwdriver kept turning without a clicking sound but the lead tightening was confirmed by a pull test. The set-screw was turned counter clock-wise one time to unscrew, and then the lead was pulled from the port. The physician pushed back the atrial lead into the port, and screwed the set screw (but no clicking sound at this time again). Lead impedance was measured 5 times; data were within 400-430 ohms and lead impedance was 430 ohms at post-implant check. The physician decided to keep the pacemaker implanted and to return the screwdriver for analysis. No such problem was observed at the ventricular level.